Event description:
Reportedly 6-7 months post operatively, patient had posterior migration (back out) of lucent xp arc cage. Revision surgery occured on (B)(6) 2024.

Manufacturer narrative:
Since the device was not returned, the device could not be evaluated. Image of explanted device, depicts a used implant, confirming the complaint. DHR review cannot be completed at this time as part number nor lot numbers were not provided. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of pseudarthrosis, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause or specific failure mode cannot be determined.